Manufacturer narrative:
Lumenis contacted the user facility to request additional information. The facility confirmed that no injury occurred with the patient and the procedure was able to be completed with a brief delay by rolling in a backup laser. A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. Upon arrival the engineer found that the system wasn't recognizing fibers. The engineer readjusted the fiber pressure plate and the system recognized fibers, and after having verified that the system passes operational and safety specifications, the laser was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 06-sep-2016 and installed at the customers site on 19-oct-2016. A review of historical similar product complaints showed that the same malfunction of 'unrecognized fiber' has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk # (B)(4); "system does not recognize fibers" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis ultrapulse duo was being utilized, the laser was not recognizing fibers. The procedure was completed with a backup laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.